Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo test on an unknown date. Although requested, no additional information was reported.

Manufacturer narrative:
B3, date of event: the date listed is an approximation as the consumer did not provide the actual date of the event. Investigation summary: as part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950115, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo test on an unknown date. Although requested, no additional information was reported.